Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause is unknown. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The user reported that the purchased drip chamber in their kit is running out of contrast before the bottle is empty. No patient injury was reported.